Manufacturer narrative:
Pump was received with cracked end cap, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump was received without the belt clip and no physical damage on belt clip slot at battery tube threads area noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump was cracked at the bottom right side. Customer's blood glucose was 180 mg/dl. The customer reported the insulin pump was dropped because it was caught on the infusion set. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.